Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their 4 year experience using flexi-seal fms in their hospital. We first became aware on (B)(4) 2011. The company requested detailed info which would have required pts medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected a bove. The event is deemed serious as it required surgical ligation and blood replacement to preserve life and prevent permanent impairment. From a clinical perspective, a causal relationship between the device and this event is deemed possible although add'l details that would enable a more definitive declaration of causality will not be forthcoming. Reported to the FDA on jan 06, 2012.

Event description:
Problem stated: bleeding. A pt of unk age and gender was admitted to sicu for abdominal pain. Apparently flexiseal was instituted and was in place for an unk amount of time before the pt developed bleeding (reportedly from low rectum and/or anal canal). The pt was taken to the operating room to undergo ligation, reportedly twice and required blood transfusion. The pt's bleeding resolved.